Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The cook endoscopy bronch cytology brush is intended to be used in conjunction with a compatible endoscope. The instructions for use for this device advise the use of endoscopically inspect the area to be sampled and, with the cytology brush retracted, insert the device into the accessory channel of the endoscope. Advancement of the cytology brush through the accessory channel of the endoscope would be difficult without removal of the protective tubing that covers the cytology brush. The use of an endoscope with this device may have prevented this occurrence. Prior to distribution, all bronch cytology brushes are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. The appropriate personnel have been notified of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a bronchoscopy, the physician used a cook endoscopy bronch cytology brush. This device is packaged with a section of tubing covering the cytology brush to protect the brush during shipment and handling. The user did not remove the protective tubing prior to pt contact. The cytology brush was advanced into the pt without the use of an endoscope. The protective tubing separated from the cytology brush and detached inside the pt. The protective tubing is approx 4cm in length and 2.7 mm wide. The protective tubing was retrieved from the pt using a bronchoscope and a grasper. The pt was reported to be "doing fine."